Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
(Brush that broke 3 x during brushing), one of which shot into throat [foreign body in throat]. Brush that broke 3 x during brushing - oral-b [device breakage]. There is a gap between the brush head and the electric toothbrush - oral-b [device connection issue]. Consumer via e-mail stated that their oral-b toothbrush head broke three times during brushing, one of which shot into their throat. There was also a gap between the oral-b toothbrush head and the black, electric oral-b braun (with bluetooth) toothbrush. No serious injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
(Brush that broke 3 x during brushing), one of which shot into throat [foreign body in throat]. Brush that broke 3 x during brushing - oral-b [device breakage]. There is a gap between the brush head and the electric toothbrush - oral-b [device connection issue]. Consumer via e-mail stated that their oral-b toothbrush head broke three times during brushing, one of which shot into their throat. There was also a gap between the oral-b toothbrush head and the black, electric oral-b braun (with bluetooth) toothbrush. No serious injury was reported.